Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure to upgrade the device, when the physician unscrewed the setscrew to pull the left ventricular lead out of the header, the lead separated from the connector pin and the connector pin stayed in the header of the device. There had been no issues with the lead and had been working normally. The left ventricular lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that there was a connector pin observation. The low voltage 3 conductor was extrinsically fractured due to pulling/stretching. The proximal conductor of the lead became ex trinsically fractured due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the connector pin was broke and stuck in the device header as received. If information is provided in the future, a supplemental report will be issued.